Event description:
The ventilator began to alarm and the "in-op" sign flashed indicating a malfunction while the pt was still on it. The staff tried to run the calibration mode on the vent but was unsuccessful. The vent was exchanged.